Event description:
The customer reported a bulging pump set problem during "normal infusions". Pt was receiving maintenance ivf when the incident occurred. The alaris pump module was beeping occlusion so the nurse went into the room to assess why the pump was beeping. She reset the pump and it continued to beep occlusion. She pinched the tubing and flushed the line at the lowest port to see if the piv was occluded. The pump continued to beep and when she opened the door she noticed the bulging tubing. The tubing was loaded properly. No pt harm or medical intervention required. No further pt/ event info was available.

Manufacturer narrative:
(B)(4). The customer's report of the bulging pump set could not be confirmed due to the product was not saved and could not be returned by the customer for evaluation. The root cause of this failure was not identified.